Event description:
The customer reported that shortly before a planned esophagogastro duodenoscopy procedure, unexpected flow was observed when the propofol infusion was in ¿pause¿ mode after the patient reported feeling intoxicated. The roller clamp was then closed and reopened and the propofol stopped dripping. The pump remained in "pause" mode. IV fluids were also connected to the patient at the time of the event. No other patient effects were reported. During the subsequent biomed investigation, a "replace battery" alarm occurred as the device was turned on, and the battery was replaced.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that shortly before a planned esophagogastro duodenoscopy procedure, unexpected flow was observed when the propofol infusion was in ¿pause¿ mode after the patient reported feeling intoxicated. The roller clamp was then closed and reopened and the propofol stopped dripping. The pump remained in "pause" mode. IV fluids were also connected to the patient at the time of the event. No other patient effects were reported. The crna did not observe any object lodged in the door. During the subsequent biomed investigation, a "replace battery" alarm occurred as the device was turned on in the biomed lab, and the battery was replaced.

Manufacturer narrative:
The customer¿s report of free flow was not confirmed. Physical inspection of the device noted the instrument seal intact. The only observed anomalies were dull iui connectors and a crack at the lower door hinge. Minor fluid ingress was observed underneath the membrane frame, however this ingress did not interfere with the mechanism assembly. There ws no damage or anomalies observed with the primary set. Analysis of the pcu event log shows there were no infusions performed on 15 november 2018. Additionally there were no occurrences of the pump module in ¿pause¿ mode. Functional testing performed found the device to be delivering fluid within specification. There were no leaks observed from the set. The root cause of the customer¿s report of free flow was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that shortly before a procedure, unexpected flow was observed when the propofol infusion was in ¿pause¿ mode after the patient reported feeling intoxicated. The roller clamp was then closed and reopened and the propofol stopped dripping. The pump remained in "pause" mode. IV fluids were also connected to the patient at the time of the event. No other patient effects were reported.